Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts distorted and raised and struts bunched in the middle of the stent profile. The damage noted most likely occurred while encountering resistance during withdrawal attempts of the device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found several outer kinks in various locations along the length of the extrusion shaft. This type of damage is likely to have been caused by excessive tensile forces being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-feb-2016. It was reported that crossing difficulties were encountered. A 4.00mmx38mm promus element ¿ long drug-eluting stent was advanced, however, the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent movement on the balloon.